Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, it was reported that the patient experienced pain, osteolysis, loosening and ambulation difficulties. As a result, the patient underwent a left hip revision approximately 5 years after initial implantation. No further patient impact reported. No further information available.